Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not have a properly functioning cautery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use was observed. There was blood and tissue build up on the jaws. The heater wire was flexed away from the jaw, detached at the tip. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (6) repetitions using the max life test method .the device activated and transected tissue five (6) times with no cautery failure observed. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. The reported failure mode "failure to cut "was unable to be confirmed but was confirmed for the analyzed failure mode "bent wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not have a properly functioning cautery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.